Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. DHR review was completed for the lot in question and all the devices fulfilled all requirements prior to release.

Event description:
A case of heart block requiring intervention during a left atrial appendage closure (laac) procedure was reported where the baylis medical nrg transseptal kit was used for transseptal puncture. As reported, the right bundle was inadvertently knocked while maneuvering the transseptal system, causing the patient to go into heart block. Cardiopulmonary resuscitation and external pacing were performed. The patient was stabilized and the laac procedure was successfully completed. There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the torflex transseptal guiding sheath with the report number 3019751610-2022-00028.